Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Medical records received. After review of the medical records for MDR reportability, the patient was implanted with a right hip replacement in 2009. He now reports pain, but no revision has been reported at this time. No litigation received. Update 6/29/2015, 6/30/2015: medical records received. After review of the medical records for MDR reportability, the medical records indicated a vertical cup and metal ion levels below 7ppb. A doi was also provided. An unknown cup is being added to the complaint, but not reported as the patient still hasn't been revised. The complaint was updated on:7/21/2015 update rec'd 7/15/2015 - litigation papers received. Litigation states that a revision surgery is scheduled for (B)(6) 2015. The head and liner are now being reported to address allegations of metal on metal. Update 7/22/2015: medical records received. After review of the medical records for MDR reportability, lab results from (B)(6) 2015 indicate metal ion levels are below 7ppb. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 8/4/2015. Update: 7/21/2015 - legal claim received. There is no new additional information that would affect the investigation.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. (B)(4).

Event description:
Update 11/24/15- pfs and medical records received. Pfs and medical records reviewed for reportability. Pfs reported metallosis, muscle damage, toxicity, defective product and browning muscle. Medical records reported difficulty walking, severely vertical cup, inflammation of the greater trochanter bursa, and stiffness. There is no revision surgical report within the medical records reviewed at this time. The cup is now being reported since medical records indicate the cup was vertical. Part/lot updated. The complaint was updated on: dec 10, 2015.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head. Per procedure, this device is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combinations. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.